Event description:
A reported incident involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, stated black spot was found in the drip chamber. There were no reported patient involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.